Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a acdf (cervical vertebrae) for opll on (B)(6) 2025, with screw and plate. The surgeon placed the screw in question over the plate and into the bone, but as usual the one-step locking mechanism did not activate. The screw in question was removed as the screw angle may have been the cause. An upsized 4.5 mm screw was inserted at a different angle and was able to lock in place, and the surgery was completed without any problems. There was no impact on patient. The screw in question had extensive traces of friction with the locking clip. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 and h4. Corrected: d1 and g1. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the screw head was observed with evidence of manipulation from intended implantation surgical procedure. Screw head was slightly stripped. A functional evaluation can not be performed without mating device. Hence the condition of the complaint was not able to be replicated. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces most likely during surgical procedure. A dimensional inspection was performed to the screw head diameter and total length and met specification. The overall complaint was not confirmed as the observed condition of the cervic-spine-scr¸ 4 dynam self-drill l16 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: sterile part # 04.613.516s. Sterile lot # 335l537. Release to warehouse date: 29.aug.2024. Expiration date: 01.aug.2034. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.